Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2011. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20. Device evaluation: lens was returned in a small vial. Visual inspection found no visible damage to the lens. (B)(4).